Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent capture at all outputs; the physician monitored the patient for a month. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.